Event description:
National complaint coordinator (ncc) reports one incident of a blood leak with the psn 140 dialyzer. Blood leak occurred at the start of treatment was noted visually. Treatment was stopped and blood was returned to the pt. Estimated blood loss was reported to be 90 cc. No pt injury or medical intervention reported per ncc.